Event description:
While injecting tpa into injection port fluid began leaking around catheter and balloon inflated when he attempted to deflate the balloon, it would not. A pseudoaneurysm developed in the peroneal requiring the use of a 3millimeter in diameter stent graft.